Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, after the surgeon was morcellating for about forty minutes, the blade was rotating but would no longer cut. The surgeon was trying to get through a seven to eight centimeter fibroid, three hundred gram uterus. The blade stopped cutting properly. A second like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.